Manufacturer narrative:
Upon evaluation of the device, there was damage to the core and endplate from an osteotome and a grasping device which occurred during removal. Dimensional measurements of the endplate assembly were confirmed to be within specifications. There is some damage to the inferior aspect of the core which is consistent with the use of surgical tools during removal. Based on the information provided, the cause of the removal was not related to the implant function or performance, but rather an incomplete original discectomy. The secure c implant is comprised of two components, secure c endplate assembly (714.206s) and a secure c core (414.207s) these two components make up the secure c implant.

Event description:
It was reported to globus a revision surgery was required due to an incomplete discectomy from the original surgery. The surgeon who revised the patient was not the surgeon who originally implanted the secure c device.